Manufacturer narrative:
(B)(4). Batch # r59p20. Device analysis: the analysis results showed that one gst60d cartridge reload was returned with 9 double drivers and 1 single driver missing making the reload non-functional. In addition the cartridge pan was noted to be partially dislodged at left side. Although no conclusion could be reached on what caused the drivers to be out of position, it is possible that the damaged happened during transit. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: to clarify, was the damage to the reload found before the package was opened? No information was about that, but at least, it was found that the cartridge had been damaged before use. Was it found after it had been loaded in to the device but before it had been used on the patient? See above.

Event description:
It was reported that during a laparoscopic sigmoidectomy, it was found that the cartridge had been damaged before use. Another device was used to complete the case. There were no adverse consequences to the patient.